Event description:
The facility representative reported a flogard infusion pump with a malfunction of "sounds all the time". It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation:the customer reported problem, where the pump "sounds all the time", was confirmed by service as a battery low alarm. Service determined that the cause was due to defective main batteries, which were replaced to resolve the issue.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.